Event description:
It was reported after oxygen desaturation from 96% to 51%, the monitor did not generate an alarm, which led to a delay in resuscitation. When the physician discovered the desaturation, the patient's pupils were dilated and it was determined the prognosis was poor. It was indicated the device was in use in the ICU and the mx500 was networked with a central station. The bedside nurses respond directly to the alarms and then the nurse presses the alarm confirmation key at the bedside. The reported issue occurred while the patient was being monitored following an operation and their current status was listed as discharged from the hospital. No other clinical information or medical intervention was reported.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and confirmed that everything is normal with the equipment, and that the device did not sound an alarm due to human error. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.